Event description:
Caller reported cgm error 42 linked to g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for resetting the pump, and the caller was advised to reset the pump at their convenience and follow up if the issue continued.